Event description:
Advantage af clinical study, subject ID: (B)(6). Index ablation procedure was completed on (B)(6) 2023. It was reported that the patient experienced intermittent wheezing and mild shortness of breath post procedure the same day. Albuterol was recommended by the bedside nurse, however, the patient declined. One dose of lasix was administered intravenously. Shortness of breath occurred with activities and while bending down. The reported orthopnea was resolved by continuous positive airway pressure. During a follow up visit one week post procedure, the patient reported that their blood pressure was more elevated overtime since the procedure. The patient also started experiencing some edema in both feet. The patient's primary care provider at a different institution recommended decrease the existing dose of eliquis and mutlaq to half to improve edema. Additionally, valsartan dosage was increased. Event is resolved as of 26 mar 2024. It was noted that coronary artery bypass graft was performed as an intervention, however, the reason for intervention was not reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.